Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an laparoscopy procedure, the white pad on the jaw came loose. It might be possible that the product was activated after the tissue was separated. Another device was used to complete the procedure. There were no adverse consequences for the patient.